Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy, the reload was connected to the handle and closed but the reload did not close completely. The reload was connected and used but only half of the cartridge could be fired. The procedure was completed with another device. There was no patient injury.